Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the issue did not recur. Caller was advised to continue using the pump and to contact support if any further malfunctions occurred, which they acknowledged and understood.